Event description:
The patient reported she experienced blood glucose (bg) of 422mg/dl with chest pain, palpitations and shortness of breath. The patient reportedly took correction injections via syringe and the symptoms have resolved. The patient also reported that the battery compartment was cracked when she swam in the water. She reported that there was moisture in the battery compartment and now the pump has no power. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the battery compartment was found to be cracked and the keypad was found to be peeling. The product performance testing was unable to be completed because the pump would not power on. A leak test was performed and a battery compartment leak was identified. The pump was opened and moisture damage was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.